Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly and no unexpected restart alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had a blank display with unexpected restart alarm and it was treated with the insulin pump and declined troubleshooting for it. The patient¿s blood glucose level was 292 mg/dl at the time of the incident. Did self-test and was passed. Issue regarding blank display screen was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.